Event description:
The customer reported that the probe on the ortho provue analyzer was bent and dripping fluid. The customer aborted testing. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the pressure was out of specs. The fe adjusted the pressure to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.